Manufacturer narrative:
(B)(4). Provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
After routine set-up, priming, cannulation, and setting the rpms to 2500, flow could not be established to the patient when clamps were removed from the tubing. A review of the circuit did not reveal any obvious occlusion or obstruction. The patent was then disconnected from the hls circuit and placed back on conventional cpb. The hls tubing inlet and outlet were placed in a bowl with fluid and flow was confirmed. The flow probe was zeroed for a second time. The hls circuit was again connected to the patient's cannulae and support was established. The customer later conveyed that they now believe that any issue associated with this report can be attributed to a misplaced venous cannulae. On (B)(6), it was reported that the patient had expired and the circuit had been discarded". The patient was not on cardiohelp support when he expired. (B)(6).